Event description:
Device malfunction: stent dislodgement. Time of malfunction: during device preparation. Symptoms/ae: it was reported that during device preparation, outside of the body, the absolute pro unexpanded stent come completely off of the catheter. The device was not used and there was no patient involvement. No additional info was provided.

Manufacturer narrative:
Evaluation summary: the absolute pro was returned without blood visible. There was contrast visible in the inner member. Although it was reported that the unexpanded stent had dislodged from the delivery catheter, the returned stent was moved distal to the sheath. The distal end was flared. The proximal end of the stent was moved distal from the proximal marker. The handle was opened to reveal the rack was in the distal end. There was no damage noted to the absolute pro. It is possible for the stent to be moved distal during production or use in the field, although product has several 100% inspections to verify that the stent alignment is between the markers and that the distal sheath completely covers the stent. The stent could also move forward if the distal end is pulled during removal of the stylet. It is possible that, in the field, when the stylet was withdrawn, both the tip and stylet were pulled together, which would pull the stent distally. Engineering has replicated the same failure mode. Review of the device lot history record found no non-conformities which would have contributed to this event. A root cause of the distal end of the stent being exposed could not be determined, based on the investigation finding.